Event description:
The patient contacted animas on (B)(6) 2013, reporting a low blood glucose of 4.0 mmol/l with symptoms of shakiness and difficulty putting thoughts together. The patient reported that the cartridge was just inserted into the pump yesterday and was filled to 200 units but the pump was alarming for a low cartridge. The patient indicated that the low cartridge alarm was set for 20 units. The pump history was reviewed and confirmed that the pump delivery totals added up correctly. The prime history was reviewed and found one fill cannula step that the patient reported was not programmed. This event is reported based on the allegation that the patient experience hypoglycemia associated with an allegation that the pump insulin remaining level was lower than expected.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A (B)(4) flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.